Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive any therapy during the oversensing. Programming changes were made.